Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting the preloaded intraocular lens(iol) into patient's left eye it was noticed that there was either debris or a large scratch. The issue was noticed during implantation/ application. The lens was fully inserted removed and replaced with the same model lens in the same procedure. There was no patient injury. There was no medical/surgical intervention required. The patient had fully recovered. From additional information it was known that there were no debilitating condition in the patient. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/8/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge and cartridge tip were damaged and deformed. The damage is consistent with damage that may be caused by excessive force being used while advancing the lens. The lens was visually inspected revealing that the lens was cut in half and coated in viscoelastic reside and fibers. The fibers stuck to the ovd are consistent with the lens being places in medical gauze after removal. Due to the excessive amount of ovd and fiber on the lens, the alleged foreign matter cannot be seen, therefore the lens was cleaned for further inspection. The lens was further inspected after cleaning revealing scratches and damage on the surface of the lens, along with damage on one haptic. No further issues were identified. No further evaluation was performed. Conclusion: the complaint issues "foreign material -loose" and "cosmetic issues" were not identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue "cosmetic issues". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.